Manufacturer narrative:
(B)(4). Correction- the date of occurrence has been changed from estimated date (B)(6) 2015. Unique device identifier (UDI): (B)(4). Evaluation summary: the device was returned and the reported deployment issue was confirmed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that a definitive cause for the reported deployment issue could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified femoral artery. A 6.0 x 200 mm supera stent could not be deployed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.